Event description:
During valvuloplasty, bd 50ml inflation syringe shattered while inflating balloon across ao (aorta) valve causing a delay in the deflation of the balloon. This blocked all flow from the heart for several seconds and caused a code blue. We are aware of at least 2 other syringes breaking in the last year.